Event description:
It was reported that the patient's left ventricular (lv) lead was capped on (B)(6) 2015 due to failure to capture. The lv lead was not replaced, and the patient was implanted with a dual chamber implantable cardioverter defibrillator (ICD). No patient consequences were reported.